Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating that through a post market clinical follow up survey, a customer indicated that within the past 14 days, there was an instance where they expected the patient monitor to alarm, either audibly or visually, but it did not. It was noted that it was the manually set blood pressure threshold that was failing to set off an alarm for hypertension. The customer had to seat the nurse closer to fluoroscopy machine than they would usually so that they could constantly watch the monitor, instead of regular checking and listening for alarms. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The information was received through a survey and neither the customer nor the product information was provided; therefore, follow up and analysis were not able to be performed to confirm the allegation. The product malfunction was unable to be confirmed because the customer and product information were not provided; therefore, follow up for confirmation is not possible. A review of recent cases was conducted, and no similar issues have been recorded for customers in the region within the timeframe suggested. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.